Event description:
The patient reported that e4 (occlusion) error and e7 (electronic) error were displayed on (B)(6) 2010. The patient removed and reinserted the power pack and changed the infusion set. Her blood glucose measured 160 mg/dl prior to bed. On (B)(6) 2010, her blood glucose measured 348 mg/dl when she woke up, and she switched to her backup infusion device. No further information is available. The patient did not require assistance from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.